Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer found no water in the rinse station, air bubbles inside the tubing, and was informed of a water interruption in the lab. He removed the air from inside the system. This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient with the cobas e 801 module. The initial result at 01:57 was 9.27 miu/ml. This result was reported outside the laboratory. The sample was tested again on (B)(6) 2021 at 21:55 with a result of 1714 miu/ml. The reagent lot number was 47129801 with an expiration date of 31-aug-2021.